Event description:
It was reported the programmer had a broken ECG (electrocardiogram) plug and no clear signal. The handle is also broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the report of a broken electrocardiogram (ECG) plug and no clear signal. The printed circuit (pc) board was found to be loose. A broken handle was also confirmed, and the top two hinge plate screws were missing.